Manufacturer narrative:
H3: verified no communication. Unit presented with a patient module connector 12v failure due to a defective pmb pcba. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4), h6: fdm b01, fdr c040101, c0601, c160504, fdc d02, and img g02005, g04070 codes. Product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4); h6: fdm b01, fdr c0601, fdc d02, and img g0201202, g04070 codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device takes very long to boot up, makes lots of beeps before finally booting up. Pi boxes are often unstable in connection when connected via cable. They sometimes lose the wired connection and revert to wireless even when the cable is connected. System has ben problematic since purchase, loss of signal, lead off check electrodes, in addition to software issues associated with a recall, the hardware related to the cable connections seem to degrade quickly. There was no patient impact.